Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 17078879.

Event description:
It was reported that patient was experiencing pain at the ipg site and inadequate pain relief. The patient underwent an explant procedure and the devices were not returned. No further information has been obtained despite good faith efforts.